Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A patient has burn mark under front plastic clasp where therapy electrode is located. Outcome of burn mark is unknown.